Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, the root cause of the prolonged hospitalization was swelling and pain following the procedure. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2026. Following implant, the patient experienced increased swelling and pain at the incision sites and had to remain in the hospital. The patient received pain medication and was discharged on (B)(6) 2026. As of (B)(6) 2026, the symptoms were resolved.